Event description:
Siderails would not stay up.

Manufacturer narrative:
According to a hill-rom technician, the siderail data cable was getting in the way of the latching mechanism. The technician relocated the siderail cable to its normal position and siderail latch works as specified.